Event description:
A patient's mother reported that her daughter had been experiencing an increase in seizures during her period. The mother was concerned it could be related to vns. A review of the manufacturing records for the patient's implanted device confirmed proper device functionality. No additional relevant information has been received to date.